Event description:
As the doctor was inserting the lens into the eye, the haptic broke. The incision was enlarged to remove the lens.

Manufacturer narrative:
See MDR 1920664-2010-00087 for the intraocular lens used with this delivery device.